Event description:
It was reported via repair work order that the fowler weld was broken and the fowler could not be operated electrically or manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler could not be operated electrically or manually due to a misaligned ball screw bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler could not be operated electrically or manually due to a broken fowler weld. Follow-up submitted as further investigation determined the fowler was inoperable due to a misaligned ball screw bushing.